Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength not reported), resulting in loss of benefit. The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet has been planned but it is unknown if this has taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.